Event description:
It was reported through litigation process that approximately three weeks post a port placement for the chemotherapy treatment, the patient allegedly developed with bacteremia and bacterial infection. It was further reported that patient developed with sepsis and the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical record states that patient underwent medi port implant procedure for prostate carcinoma requiring long term central venous access for chemotherapy. Procedure was completed under ultrasound guidance. A single digit spot radiograph was obtained to prove accurate positioning. The port flushed and aspirated freely and was flushed with heparin. Approximately twenty-one days later patient presented to the emergency department via ems from home with the complaints of increased weakness that began two days. Ems notes states that the patient has metastatic cancer that has spread into the bones. X-ray chest was performed which showed right sided port-a-cath with tip in the mid superior vena cava. Patient was diagnosed with sepsis/enterobacter bacteremia concerned for medi port involvement and interested in removal. Patient was on maxipime and gentamicin lock therapy. Next day infectious disease consulted for bacteremia. Patient was planned for removal of medi port and catheter tip for culture. Computed tomography was ordered of abdomen and pelvis to rule out intraabdominal occult infection and advised to repeat blood culture after port removal procedure. Approximately after two days patient underwent chest x-ray for shortness of breath. The study showed stable appearance of right chest wall port catheter. After ten days patient underwent computed tomography of abdomen and pelvis without contrast study for abdominal pain. The study showed bilateral pleural effusions with associated mild atelectatic changes. After two days patient underwent port removal procedure for no longer requiring access. The right chest wall medi port was removed and intact. Therefore, the investigation is confirmed for the reported bacteremia, bacterial infection and sepsis. Furthermore, clinical conditions alleged in the complaint can be confirmed. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.